Event description:
It was reported, while in the cardiac catheter room the md inserted the sheath via the left femoral artery. The iab was connected to the datascope system97. The pt was administered heparin. After one hour of therapy the pump began to alarm "helium gas leakage." The iab appeared to be deflating. The md raised the augmentation volume to maximum however, the iab's tip did not inflate. The pump continued to run and the staff noticed blood in the line. After the iab was removed, the md tested the iab by dipping it in water and using a syringe to inflate the membrane. The iab did not appear to have a leak. The md suspects there is not an iab rupture but lumen communication with the guide wire lumen. There were no reported pt complications and another iab was not inserted because the pt was not in serious condition. A follow-up report will be filed if more info becomes available.